Event description:
Affiliate reported, was not able to hear alarms. Affiliate stated set alarm type and performed self-test, and no audible tones occurred.

Manufacturer narrative:
Unit had no tones during self test due to broken transducer wire.